Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins has moved, making it harder to find. The patient stated the ins also sticks up in one place. The patient reported no recent trauma that could have affected the device. No patient symptoms, and no additional device complications were reported for this event.